Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per (B)(4) and eo residual levels in compliance with (B)(4) . Each lot  is confirmed to meet requirements for non-pyrogenicity per (B)(4) and sterility per (B)(4) prior to release.

Event description:
A patient reports while wearing a pod between 24 and 36 hours the pod infusion site (back), was red, inflamed and painful. In addition the patient reports the pod infusion site had purulent discharge. The patient reports they had on online appointment with an urgent care doctor. The patient was prescribed sulfamethoxazole-trimethoprim. The patients meeting online with the doctor lasted 1 hour.